Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.

Event description:
1 reported discrepant positive sars result for 1 asymptomatic patient the customer reported the patient tested negative on another rapid antigen assay. Pcr confirmation testing was done but results were pending at the time. The customer was not able to provide any additional information. Customer is working with the (B)(6) department of correction to run qv sars pro tests on prisoners.